Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was taking a nap and awoke abruptly in her recliner, and felt groggy, and weak. She looked at her phone and noticed a low alarm had went off, but she could not remember the blood sugar value at the time. She attempted to get to up, but fell on the floor. While holding her phone, she called 911 and they were able to talk her into going into kitchen. She was able to pull herself up and walked to the kitchen and drank orange juice. Her sugar began to stabilize did not have to go to the hospital. There was no allegation of malfunction to the dexcom system as the patient stated that they would like the alerts to be louder. At the time of contact, the patient was doing okay. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.